Event description:
(B)(4). Event occurred in (B)(6). The patient's mother reported about a damaged infusion set in which the tubing got detached at quick release during the night. The site location was left thigh and the pump was worn on the left abdomen site. The infusion had been in use for one day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.